Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The health care professional (hcp) reported the patient has a history of intermittent high out of range shock impedance measurements. The hcp advised the clinic has been monitoring the patient. Technical services provided programming suggestions. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.